Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.037.022, lot f-19290: manufacturing location: selzach. Supplier: (B)(4). Release to warehouse date: may 09, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation as completed: upon visual inspection, the distal tip of the device was observed to be broken and the broken portion was not returned. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. The outer diameter of the distal tip near the broken part was measured to be within the specification. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition is confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent hip surgery. During this procedure, the trochanteric fixation nail advanced (tfna) 6mm/9mm cannulated stepped drill bit reamer tip was broke inside patient. It was a small fragment. The reader needs to be replaced. Fragments generated and they were removed easily without additional intervention. There was no surgical delay. Procedure was successfully completed. This report is for 1 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for complaint (B)(4).